Manufacturer narrative:
(B)(6). The device was returned and evaluated for the reported issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and it noted a line crack at the cassette. The cassette also underwent a pressurized leak test and a leak was observed at the location of the crack on the cassette. The reported event was verified and the cause of the leak was determined to be coming from the crack in the cassette, but the cause of the crack could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette was leaking during the prime. The solution leaked from the cassette before use. There was no patient injury or medical intervention associated with this event. No additional information is available.